Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, the plastic c-ring broke off while device was inside the pt's leg. They used the hemopro jaw to retrieve the broken c-ring through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the device was returned with the c-ring split (broke) in halves and the broken part was returned, attached to the scope wash tubing. Visual inspection discovered that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. Most likely, the c-ring breakage was caused by the c-ring came in contact with the hemopro hot jaw while the jaw was energized. The reported observation is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.